Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient was admitted into the hospital post-operatively for observation of potential baclofen withdrawal following a pump replacement/catheter issue [ see manufacturer report # 3004209178-2014-20858]. The patient stated on (B)(6) 2014 that oral baclofen was controlling his spasticity well. The patient¿s spasticity being controlled with oral baclofen and was not receiving itb therapy. The pump was used to deliver gablofen.